Event description:
It was reported that balloon rupture occurred the 99% stenosed target lesion was located in the mildly tortuous and mildly calcified posterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured near the center of the balloon. The device was removed, and a vertical tear was noted. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.